Event description:
The nitronox device from porter leaks n2o into the workplace in excess of the allowable limits established by niosh. See the manual for the device which indicates a bleed of 100cc per minute.